Event description:
It was reported that patient with history of morbid obesity (bmi 49.1) underwent laparoscopic sleeve gastrectomy. Operative note provided indicates surgeon used green reloads for all firings on the stomach and peri strips were used for the firings along the lesser curve to the pylorus and no difficulties are noted with use of the device. Operative note further states ¿an air test was done. There was no evidence of leak.¿ ugi showed no extravasation of contrast or evidence of obstruction in the esophagus, gastric sleeve, or duodenum. The patient was discharged in good condition. On post op day 9, the patient was readmitted after presenting with bloating and abdominal pain. A swallow study showed no extravasation of contrast. A CT scan performed that day revealed abscess development, spleen enlargement, and hepatic steatosis. A subsequent swallow study showed extravasation of contrast at the drainage site, indicating a leak. The patient ultimately decided to not undergo a stent placement, and chose instead to continue with broad spectrum antibiotics and drainage. The patient was discharged eight days later. Claim indicates no ongoing injuries are alleged.

Manufacturer narrative:
(B)(4). Batch # unk date of event is 2019. Assumed 1st day of the first month (B)(6) 2019. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/25/2022 additional information: see attached medical records.